Event description:
Customer complaint received to medical affairs via phone call from the customer on (B)(6) 2022. Per the phone call: "I am calling to report product: 412143 being loose and falling out of IV bags. We had a couple spills. It happened two times, then we were testing and it seems to go in very easy and come out very easy. We did not save any samples. The first spill happened under the hood with paclitaxel and it splashed on the tech. The second occurred on the floor and the nurse and the patient were splashed with bendeka. It seems loose with all of the bags that we use, both pab and excel."